Event description:
Consumer called to report being taken to the hospital with low blood sugar. Consumer tested prior to bedtime and the meter read 78, consumer ate and went to bed. Emt called and consumer tested at 33 on the emt meter. Sample taken for lab reading at the same time a meter reading taken from the plink. Analysis run on clark error grid using lab reading (29) as a ref. Point vs. Bd reading of (89) yielded data points in the d zone of the grid, outside of acceptable limits.